Event description:
Customer alleges tooth chipped during use -- first time user -- not aware of previous conditions -- not spoken with dentist -- appointment is in a couple of weeks -- explained to customer that chewing is more force than water flossing but they are adamant this was caused by flosser